Manufacturer narrative:
There was no returned product to conduct an evaluation on and there was no lot number provided. The root cause for the failure is undeterminable.

Event description:
During right femoral arterial sheath insertion the micro-introducer dilator was removed from the body and was not visually intact. A cut down procedure was performed and upon removal of sheath at the end of procedure the micro dilator was visualized and removed. No harm to patient. Information received 14nov17 via mw5073114 from department of health & human services food and drug administration.